Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
There was a report of an occurrence of a rupture of the tubing of a fluid warming infusion set. No pt injury or adverse event reported.